Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used and corresponding anatomical structures? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Were there issues with hemostasis in primary procedure? Were any staple formation issues noted throughout the care of patient? How was the bleeding identified? Is the surgeon alleging a deficiency of the har36 or uv120 device? Does the surgeon believe the bleeding could be potentially related to the har36 or uv120 device? Was there any additional medical or surgical treatment required other than a blood transfusion? What is the current patient status?

Event description:
It was reported that the patient underwent a gastroplasty, without interference during the surgery. After 24 hours presented bleeding and after 36 hours plus, an episode of enterorrhagia, it was necessary to perform blood transfusion being 4 units. The probable bleeding between the second and third stapling of the stomach.